Manufacturer narrative:
A philips remote clinical specialist (rcs) spoke with the customer. The rcs identified that the alarm limits were set too wide. Evaluation of the alarm limits found that current values were 85 for spo2 low and 80 for desaturation (desat). The desired spo2 low limit is 90 and the desired desat low limit is 85. The nurse manager no longer alleged a philips product malfunction or safety issue. She stated that during covid they acquired some 117 monitors and was now planning to re-evaluate and change alarm limits on every monitor. A philips technical consultant (tc) was dispatched. The tc verified that the desat alarm limits were set to 80 and the device alarmed as expected. The tc verified that the desat alarm limit working by generating sp02 under 85 and waiting 10 seconds. The mp70 bedside monitor and pic ix operated as expected and generated a red alarm for desat <85. There was no product malfunction; this is considered a user issue. The rcs provided information to resolve the issue.

Event description:
It was reported that a patient was harmed on (B)(6) 2022 at 0930 when the patient information center ix (pic ix) did not alarm. The patient required oxygen therapy. The device was in your use at time of event.